Manufacturer narrative:
The device was returned to olympus for evaluation. The user's complaint was not confirmed. A "visually inspected" was performed on the returned device and found minor stains on the screen, but no abnormalities on the neutral electrode, universal, bipolar and monopolar connectors. The device was powered on/off accordingly. The unit's outputs were checked with a test metron electrosurgery analyzer. All of the unit¿s "outputs" values were measured and found to be within standard requirement. The unit was also tested with a lab pk-cf0533 handpiece, working element and electrode, the cut and coag without a delayed ignition. A review of the unit¿s fault log displayed multiple errors e006 ¿no conductive fluid detected¿, and e486 ¿no ir instrument connected¿. No errors occurred during the testing. Based on the evaluation, the unit passed all output testing. The e006 error is most likely due to the use of non-conductive fluid, an electrode was encrusted or within an air environment and not immersed within the saline conductive fluid. Saline solution means 0.9% sodium chloride irrigation. The e486 error would occur if an olympus hf instrument or cable has not been properly connected to the universal socket. The recorded errors are attributed to user error, which could have contributed to the reported complaint.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) while cutting tissue the generator exhibited a delay in output. Moderate bleeding was observed and controlled with electro cautery. The generator settings were 200 cut/120 coag. There were no error codes observed on the generator. It is unknown if the intended procedure was completed. Additionally, the generator cord and connections were inspected prior to the procedure with no anomalies found.